Manufacturer narrative:
(B)(6) 2015.

Event description:
A report was received that following a non-device related procedure, the patient's ipg would not connect to the remote control (rc) and the ipg was no longer working. It was believed that electrocautery was used during the procedure that may have fried the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4).

Manufacturer narrative:
Additional information was received that there will be no further course of action this time.

Event description:
A report was received that following a non-device related procedure, the patient's ipg would not connect to the remote control (rc) and the ipg was no longer working. It was believed that electrocautery was used during the procedure that may have fried the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4).